Event description:
Procedure performed: lap cholecystectomy. Event description: complaint 1 of 2: #(B)(4). Complaint 2 of 2: #(B)(4). The customer informed me during a meeting that a surgeon had a problem with two different clip appliers on the same case. He fired the first clip just fine, and upon firing the second clip over the cystic duct, the handle locked out, and he could not load the clip. He opened another ca500. The first clip fired just fine, but the device locked out on the second clip. The staff opened a 3rd ca500, and the problem was resolved. Product is available for return. Additional information received on 09feb2024 from [name], engineer I during the clip fire test, the unit experienced several instances of dry firing. Patient status: no patient injury occurred. Intervention: the staff opened a 3rd ca500, and the problem was resolved.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: lap cholecystectomy. Event description: complaint 1 of 2: #(B)(4). Complaint 2 of 2: #(B)(4). The customer informed me during a meeting that a surgeon had a problem with two different clip appliers on the same case. He fired the first clip just fine, and upon firing the second clip over the cystic duct, the handle locked out, and he could not load the clip. He opened another ca500. The first clip fired just fine, but the device locked out on the second clip. The staff opened a 3rd ca500, and the problem was resolved. Product is available for return. Additional information received on 09feb2024 from [(B)(6)], engineer I during the clip fire test, the unit experienced several instances of dry firing. Patient status: no patient injury occurred. Intervention: the staff opened a 3rd ca500, and the problem was resolved.